Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) started experiencing erectile dysfunction, which led to a surgical procedure. During the surgery, fluid loss was identified. All components of the existing ipp were explanted and replaced with a new ipp. No additional patient complications were reported.